Event description:
It was reported that a few hours after the iab was inserted in the pt, the pump experienced slow gas leak alarms and there was a drop in the baseline reading. After changing the tubing and the pump twice, the iab was removed and replaced. There were no pt complications.